Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. Contamination was found on the force sensor plate. The pump history revealed loss of prime alarms. The pump was able to complete the rewind, load, and prime steps with no alarms. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the force sensor issue the internal battery was found to be leaking and not able to hold a charge. When rebooting the pump the time and date reverted back to factory default settings.

Event description:
The user initially called animas alleging that the pump was not completing the load step. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.